Event description:
The pt received her scs system including percutaneous leads. It was reported that the pt went in for a procedure (unrelated to scs system) and the physician inadvertently cut the lead. The lead was explanted but not returned to the MFR for eval. Another percutaneous lead was implanted to replace the damaged one. No further info is available. The lot number of the damaged lead was not noted. Follow up on the pt found, no additional issues reported.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.